Event description:
As reported to coloplast though not verified, patient experienced dyspareunia, low back pain, erosion and vaginal physical therapy.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.